Manufacturer narrative:
Evaluation summary: baxter received one used set with no cap on spike and no cap on patient connector (no titanium adapter returned) in the lab in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with a leak noted from tubing approximately 1/8" from sleeve in closed position. During visual inspection, a hole/cut was identified approximately 1/16" in size. The reported condition was confirmed in the lab for leak. The root cause was undetermined.

Event description:
A doctor reported to a baxter sales representative that a system error 2240 alarm occurred during 3rd dwell of 4 cycles. Leakage was found from the tubing around the sleeved connector. A pinhole was found on the tubing. The reporter stated the patient has down's disease, so it could have happened due to the user error. There was no patient injury or medical intervention. The actual sample is available for evaluation.